Event description:
It was reported that a drager primus anaesthetic machine was used in conjunction with a datex ge tek 7 vaporiser and failed during surgery. Machine was restarted but failed a second time. Patient was manually ventilated with o2 and given an intravenous anesthesia. The machine was exchanged and surgery was completed. Patient outcome is unknown.

Manufacturer narrative:
Investigation is ongoing. Results will be reported in a follow up report.